Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the distal left anterior descending artery with one 2.5 x 18 xience v stent. On (B)(6) 2010, the patient experienced severe left chest pain with diaphoresis that was relieved with nitroglycerin. The patient underwent a diagnostic coronary angiogram and revascularization on (B)(6) 2010, in the target vessel. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). While it is unknown if direct stenting may have contributed to the reported patient effects, it should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) no predilatation.the stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported by service report that the gatch module was cracked. It is unk if there was pt involvement or if there are adverse consequences to report.